Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low draw during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube did not draw enough.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was a low draw during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: the tube did not draw enough.